Event description:
Add'l info rec'd from MFR 3/17/00: MFR is in the process of identifying customers that purchased 1cc syringes, contacting them to get a current inventory. MFR will then send them the appropriate stickers to correct the typo/error on boxes.

Event description:
Under "1cc" says "for 50 units or less" on sides of box. Actually this is incorrect. Should be for 100 units or less - syringes are 1cc, maybe area could be marked out.

Event description:
Add'l info rec'd from MFR 3/10/00: MFR took immediate steps to correct problem by having appropriate stickers printed to sticker over mistake.